Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer reported that during 2 immunoadsorbtion procedures, shortly after the start of the procedures, sepharose contained within the tryptophan column (manufactured by diamed) had entered into the return side of optia. The procedures were stopped before any sepharose could be returned to the patient. No medical intervention was necessary for the events. The customer declined to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The spectra optia set contains a 200 micron filter located after the return reservoir. In the event the external vendor¿s plasma column micro-particle filter fails, it is possible for particles smaller than 200 microns to enter into the disposable set, which presents a possible risk of debris entering the disposable set during a procedure when using a secondary plasma device (spd). As such the ¿warnings for use¿ section in the spectra optia apheresis system tpe with spd, state ¿before performing a tpe-spd procedure, carefully review the instructions for use provided by the manufacturer of the secondary plasma device.¿a review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was unavailable for specific root cause analysis. Based on the review of the run data file, the "plasma pressure was too high" alarms indicate the pressure in the line was too high and can point to an issue with the plasma column/secondary plasma device.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file was analyzed for this event. The analysis showed the system operated as intended, detecting a high pressure in the plasma line. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.